Event description:
Philips received a complaint by the customer on the v60 indicating that the unit is having charging issues. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's remote support engineer (rse) evaluated the device with the assistance of the customer. The customer stated that customer replaced the power management (pm) board and now the battery light-emitting diode (led) was blinking. The rse informed the customer that this led blinking indicates the unit was charging. The battery voltage was confirmed to be 14.6 and climbing (a fully charged battery will have 16 volts). The rse told the customer that they would check back in 7 days to see if the battery was charged or not and will take appropriate steps to resolve the reported issue if need be. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.